Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are experiencing shocking/tingling coming from the battery, and it is reverberating across her back and up the spine. Impedances and connections were normal. Pt turned the battery off at one point, and pt still felt shocking sensation. Pt is going to try and leave battery off for a bit of time and seeing if this resolves. She will be receiving x-rays to confirm lead positions.